Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). During operation the insert has stalled and damaged the patient's small intestine. The effected device was not sent back. Therefore, an investigation was not possible. A clear conclusion cannot be drawn. There is no indication for a systematic failure based on the statistical analysis.

Event description:
It was reported that there was event with a "outer sheath". According to the information received, the insert has stalled and damaged the patients small intestine. Further information is not available.